Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mitral valve was initially repaired with this 27mm mitral annuloplasty ring and 6 gore-tex n eochordae placed to the p2 and p3 posterior leaflets. The physician reported the valve showed senile degeneration and calcification of the ruptured cords. Several anterior leaflet strut cords were similarly aged, thinned, and fragile. There was a paucity of tissue in the p2 posterior leaflet region that was suggestive of old endocarditis. The valve failed hydrostatic testing with moderate insufficiency and was therefore replaced with a 27mm non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.